Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a recurring pump error alarm. Customer's blood glucose level at the time of the incident was not provided. Self-test was performed but failed. The customer was advised that the insulin pump would be replaced. The product was not returned for analysis.

Manufacturer narrative:
Pump passed the self test and the displacement test. Pump error 63 alarm during self test and pump error 63 alarms are located in the formatted history file due to a broken trace at the keypad assembly. Pump received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.